Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. No external damage was noticed. There was a force sensor test error in the history log. The technician performed start-up, multiple flow and occlusion tests. The reported issue was not duplicated. The root cause of the reported issue was not determined. Replaced force sensor as a preventative measure, sensor was over 10 years old.

Event description:
It was reported that the force sensor failure occurred. No patient injury was reported.